Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The heartmate 3 lvas instructions for use (IFU) lists infection and multiple types of organ failure and dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, multiple types of organ failure and dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multisystem organ failure (msof) and infection. The outcome was not considered device or therapy related. An autopsy was not performed. The pump was not explanted and would not be returned.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.